Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the messages were not crossing. A technical support specialist troubleshot the device and verified medication application and station synchronization. All stations were verified to be operating normally with recent uploads and downloads. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ es server had message from server are not crossing overto es and all devices are power off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.